Event description:
It was reported that the patient was scheduled for a lead replacement due to high capture thresholds and endocarditis. The lead was capped. The physician noted an insulation abrasion and evidence of device twiddling causing twisting with rubbing of the lead body against the generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces. An external insulation abrasion was observed at 11.6 cm to 11.7 cm from the connector pin, consistent with friction against the ICD can.